Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Mfg. Report 2 of 2, medwatch report # 3004209178-2012-89476. Mfg. Report 1 of 2, medwatch report # 3004209178-2012-89302.

Event description:
It was reported that the customer passed away. It was stated that the customer's last glucose reading was 1200mg/dl. The cause of the customer's death was unknown, and the caller stated that the coroner is doing an autopsy. It was stated that the customer was taken by ambulance with high blood glucose, and then he passed away at the hospital. No further information was provided.